Event description:
It was reported that during a watchman procedure, a versacross connect laac was selected for use. Upon opening the first versacross connect, the scrub tech and physician was unable to load the wire into the versacross dilator. It appeared that the tip of the dilator looked like it was flared, no mention of slits or tears. Thus, a second versacross was opened which happened to be the same lot number and the same issue occurred. Thus, a third kit with different lot was used and the procedure was completed successfully. No patient complications occurred. The dilator was reshaped. The device has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, the dilator failed the visual inspection, since a tip damage was confirmed, along with scraping along/at end of taper that aligned with tip damage orientation. Additionally, the device failed the functional test, as dilator's inability to backload rf wire due to tip deformation. The reported allegation are confirmed based on the returned product.

Event description:
It was reported that during a watchman procedure, a versacross connect laac was selected for use. Upon opening the first versacross connect, the scrub tech and physician was unable to load the wire into the versacross dilator. It appeared that the tip of the dilator looked like it was flared, no mention of slits or tears. Thus, a second versacross was opened which happened to be the same lot number and the same issue occurred. Thus, a third kit with different lot was used and the procedure was completed successfully. No patient complications occurred. The dilator was reshaped. The device has been received at boston scientific's post market laboratory where it is awaiting analysis.